Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 445 mg/dl. The customer stated he had been receiving no delivery alarms and the motor on the insulin pump was not functioning properly. He treated with manual injection. He stated that the motor was doing a grinding noise. The customer was advised to disconnect at the quick release and run fixed prime; insulin did not exit. Customer was then advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit and there was greater than normal resistance. Customer was explained that the alarm was caused by a set/reservoir occlusion. He also reported a past no delivery alarm which was resolved by a complete set change. He declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.